Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient presented to the emergency room with an infection that has worsened in the past two days. The patient reported pain and redness on the abdomen at the driveline site. The patient was put on intravenous vancomycin 1.5 once a day and aztreonam 2grams IV q8h on admission. The patient is reported to be stable; cultures from driveline exit site (dles) have remained negative, but there was a fistula formation noted on the right upper quadrant, which is communicating with the infected exit site. Infectious disease (ID) consult states patient may need suppressive antibiotic therapy with doxycycline. No additional information provided.

Manufacturer narrative:
A specific cause for the reported event could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.